Event description:
The technician alleged that the brake casters would swivel while in brake mode. No patient impact.

Manufacturer narrative:
The technician reported all brake casters to resolve the issue.